Manufacturer narrative:
Novocure medical opinion is that contribution of the transducer arrays to the cellulitis cannot be ruled out. Cellulitis is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 49-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. During review of a patient medical record received on (B)(6) 2026, it was discovered that the patient had been experiencing progressively worsening skin irritation and pruritus. The patient was advised to temporarily discontinue optune gio therapy and change the transducer arrays daily. The medical record also documented an area of optune device related skin breakdown that was cultured and confirmed as mrsa cellulitis, which had since resolved. The patient was prescribed a 10-day course of sulfamethoxazole/trimethoprim. The event was reported during a follow up appointment with neuro-oncology on (B)(6) 2026. Attempts were made to contact the prescribing physician; however, no reply was received.